Manufacturer narrative:
(B)(4). (B)(6) 2015, (B)(6) 2015 additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4), description: linear st lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure due to (B)(6) infection. Infection was at the pocket site and drainage was the symptom for infection.

Manufacturer narrative:
Additional information was received that the patient was prescribed antibiotics and the physician did not state what caused the infection. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to staphylococcal infection. Infection was at the pocket site and drainage was the symptom for infection.